Event description:
A penile prosthesis was implanted, details not provided. On 6/3/97 the entire device was removed from the pt and replaced because it would not inflate properly. It is unknown at this time if the explanted device is an ams device. Ams has requested add'l info.